Manufacturer narrative:
The insulin passed the rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that they had a no delivery alarm prior to the motor error due to the reservoir being out of insulin. Customer also mentioned that before changing her set her blood glucose readings were 500 mg/dl. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer believes that she has high blood glucose readings due to a site issue. Customer's blood glucose reading at the time of the call was 276 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.